Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Thread through the tampon string comes loose [device breakage]. Applicator has not worked as intended [device deployment issue]. Case description: consumer reported via social media that tampon applicator has not worked and the string comes loose. No injury reported.